Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Add'l info rec'd via (B)(4) dated (B)(4) 2014 reports the following: the patient had no urological procedures performed during a period of hospitalization where the foley catheter (system) was used. During use of the foley catheter (system), there was no leakage of urine during patient's stay on the ward. In addition, the system was used by experienced nurse(s) (rns) who worked on this system earlier. The system was used on patient(s) by an experienced personnel each time the flexi-seal was placed in the rectum. The client (hospital) has been using the flexi-seal system(s) for 1.5 years, and the dates of initial placement and removal of the system have been checked by the ward nurse in the medical records department. Report states that in connection with the leakage of the system, the client has suffered add'l costs associated with increased consumption of materials such as gloves, pads, medical devices used for cleaning of the patient's skin, disposable gowns, disinfectants, and staff time. Lastly, it is reported that this info comes from a ward nurse where the event was reported and the system leakage caused no harm to the health and life of the patient. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that there was leakage to the retention balloon in both cases (2 products), near the finger pocket. The system was placed in female patient related to diarrhea and clostridium dificil to manage the patient care and to prevent the spread of infection. First (1st) time use of the first (1st) device was on (B)(6) 2014 and within 24 hours, the device fell out of the patient's rectum and nurse observed loss of fluid in the retention balloon. The device was placed into the rectum and filled a few more times, and each time the device came out from the rectum where loss of fluid was observed. Upon removal of the first (1st) device, the retention balloon was filled in again with the nurse observing leakage of fluid through the retention balloon close to irrigation drainage area resulting in leakage during the filling process. The second (2nd) device placed on (B)(6) 2014 on the same patient, and within 24 hours the results were the same to the first device placed in patient. Upon removal of the second (2nd) device, it was filled with water resulting in leakage of fluid from the retention balloon reservoir close to irrigation drainage area. As a result of the leakage from the second device, the system was removed on (B)(6) 2014. It is reported that the hospital has decided not to use another system, because of the cost and leakage of previous system(s). Please note: complainant reports leakage to the retention balloon two (2) products both used on the same patient. This report represents instance #2 of 2 and is related to the following patient identifier #: 353863 and reporting under MFR. Report #: 1049092-2014-00231.